Event description:
It was reported that occlusion alarms occurred. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.